Event description:
It was reported a spectrum infusion pump alarmed "system error 322". It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported sys error 105 was reproduced and confirmed through evaluation. This error message was caused by a failed motor flex. The failed motor assembly was replaced.